Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a shoulder arthroscopy, the control unit had a damage in its pressure sensor. When the surgeon set the device in its lowest configuration, the pressure was really high, causing the patient an intravasation. Nevertheless, the procedure continued with the same device and without further delay. No other patient injuries happened as consequence of the alleged malfunction.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of over pressurization and damaged sensor could not be confirmed. Product passed functional testing per factory test with no faults or errors. Product passed functional testing during 6 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did pump overpressurize, fluctuate, or become intermittent. All functions perform as expected and no damage was observed on either transducer. Pressure and flow readings were normal throughout burn-in on wet station. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Correction: distributor should not be marked.